Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, we found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot perform test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 177mg/dl, and their sensor reading was 60mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The sensor was reported to be bent. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, we found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot perform test as the sensor is beyond its expiration date.